Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx3677 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a medication they found the catheter with a little hole. They cut the catheter and reduce it at midline and left the device into the patient. The removed portion with the hole was removed and destroyed.